Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The casters were ordered for replacement to resolve the issue. Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported "no problem with function other than the unit tipping over". There was no injury reported.